Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step from cartridge and was using cold insulin. Tandem Clinical Support informed the customer to follow the proper air removal steps and to always use room temperature insulin. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a correction bolus via the pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Android / Android_Galaxy A14 5G / Unknown / Android 16.